Event description:
It was reported that following a completed cryo ablation procedure, the right femoral puncture site had a bulge. Computerized tomography (CT) was performed and a pseudoaneurysm was detected. The patient was hospitalized for one day and an injection of thrombin into the pseudoaneurysm was given. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.